Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was having a lot of pain that they had not had in 2 years. The patient said it was just moderate pain. The patient thought it was related to the device possibly because of where it was placed. The patient called to see if they could have a massage; guidelines were reviewed. No further complications were reported/anticipated.